Manufacturer narrative:
A ge service representative performed an on site investigation. The pc was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the monitor screen lost ability to display text and graphics. The field engineer went onsite and found the system was not booting. There is no report of injury or death associated with this event.